Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited a high out of range shock impedance measurement greater than 125 ohms. All other measurements were noted to be stable and acceptable in the 50 ohms range. Boston scientific technical services (ts) discussed potential electromagnetic interference (emi) and discussed troubleshooting options. The physician will continue monitoring. Available information indicates that this product remains implanted and in service. No adverse patient effects were reported.